Manufacturer narrative:
Device history lot review: the lot number is unk. Sample analysis: no sample was available for evaluation. Conclusion: the complaint is unconfirmed. O CAPA required; does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.

Event description:
A peritoneal dialysis patient has reported that during last night's treatment the machine alarmed an m71.1 pressure leak. When pt opened cassette door she noticed fluid leaking out of cassette and onto cycler. The patient cannot determine exact location of the leak. There is no sample for an elevation. No report of pt ill effect.